Manufacturer narrative:
(B)(4). The insulin pump was received with a critical pump error (open book image) alarm due to moisture damage on the force sensor. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and electronic assembly during visual inspection. Pump received with cracked belt clip rail case corner.

Event description:
Customer's mother reported via phone call that the insulin pump had cracked. Customer's blood glucose level was 113 mg/dl at the time of the incident. Customer stated that the cracked all the way from the bottom up to the top of the insulin pump's back. Customer stated that the no physical damaged to reservoir lip ring. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.